Event description:
I had breast augmentation in 1983 with dr (B)(6) in (B)(6). When I went for my consult, I heard him tell me a lot of stuff about the implants. I interpreted everything he said about them to be beneficial. He even said he could promise that I would never grow old looking. I remember him talking about vitamins, amino acids, natural products, etc. He said they were safe. He gave me the impression that this surgery, breast implants have been going on since the 60's. He said he wouldn't be doing this if it wasn't safe. My consult probably lasted close to an hour. I remember when I met him on a referral from my gp, dr (B)(6). I thought he was very nice and he smiled the whole time. I also had my step-mom look into this dr for me. She worked for the (B)(6) company. She said that there were no lawsuits against dr (B)(6). I thought that meant, he wouldn't lie to me. When I look back at all that has happened, I feel so hurt by all the lies I was dealt. I did not know that breast implants were part of bio-medical research. And I didn't understand what my part was by becoming involved. I have been interrogated repeatedly through this whole ordeal since I had my implants removed in 1991 at (B)(6). I remember feelings coming at me after I had my kids. I think I was even interrogated after my c-sections. But "how do you prove that?" Oh, and I remember dr (B)(6) telling me that the implants don't cause cancer, there is no proof he said. I found lots of proof after I had my implants removed. There is so much more I had written in my journal that the lawyers I had all that time told me to write. If you need a copy of my paper work, just let me know. Because I am limited in space here. I will write down what comes across my mind for now. I remember dr (B)(6) asking me during my consult if I had any questions. My response was no, at that moment. Later in the consult before I left I asked him a couple of questions. My husband had told me to make sure I ask these questions before I left home. So I asked him if the implants leak or break and if they were safe. I remember dr (B)(6) gave a slight chuckle, and said no they don't leak and they don't break, and he would not be doing this if it wasn't safe. This is what I took in to reassure me that I was doing the right thing. I didn't know I had enlisted in research project. Right after the surgery, I went home with my husband to rest. I was in bed and went to answer the phone when I felt something give or pop on my left breast outer side where the incision line was. Then there was an insatiable itch. I remember asking dr (B)(6) if I broke my implant, he said no, no, never. I had developed very hard tissue build up. I don't remember the exact date, but I do remember telling him that my left breast felt droopy. That is why I went to see dr (B)(6), in hopes of him correcting this problem. He had told me in my initial consult that if anything went wrong, not to worry about it, that we would take care of it. We know what you need. And he said we would take care of it for free. I had to wait till after I had my son before he would fix my breast. They were hard and hurt, and no amount of manipulation by him or my husband and myself would break it up. There is a lot more I could mention, but it is not going to fit here. I was diagnosed with lupus the year I had my implants removed. I also had very severe deep depression during my pregnancy with my 2nd child in (B)(6). I really wanted to kill myself. I cried all the time and the counsellor I saw at the time didn't want me to take anti-depressants. She mostly wanted me to keep trying to figure out my problem. "Apparently she thought I had some deep problem that I needed to expose ? We move." Model # "please can I send it later?"